Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's interface board was replaced to address the issue. During the evaluation, service required code was observed in the downloaded event log. The power management board was replaced to address the issue.